Event description:
Sorin group (B)(4) received a report that the touch screen of th s5 roller pump was unresponsive during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that stated at turning on the s5 during setup, the touch screen was off, but the user could control the pump with the knob and the leds were in normal operation. Upon checking the internal part of the pump, the service representative found the connector cable loose. The cable has possible compression damage by the structure. A new cable was ordered for the customer. There was no patient involvement. No further investigation is required as no trend increase for this kind of issue was identified. No nonconformities were noted during device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during set up. There was no patient involvement.